Event description:
It was reported that more than one tissue morcellator did not rotate when plugged into the motor drive unit. This occurred during testing prior to any procedure, therefore there was no pt involvement.

Manufacturer narrative:
Conclusion: the actual unit was returned for evaluation. The motor coupler was not aligned with cpc connector. The morcellator latched into the cpc connector, but it did not engage. The standoffs of the chassis were bent. Possible mechanical impact bent pem standoffs between chassis and sub-chassis causing misalignment of cpc connector and motor coupler.